Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip stuck on chordae and physical resistance / sticking appear to be due to a combination of poor image resolution and patient morphology/pathology. The poor image resolution was due to quality and patient anatomy; therefore, attributed to procedural conditions. A cause for the unchanged mitral regurgitation (mr) cannot be determined. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.na

Event description:
This is filed to report difficult to remove. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was very challenging due to quality and mitral annular calcification (mac) was present which extended onto the p2 segment of the mitral valve leaflet. The clip delivery system (cds) was advanced to the mitral valve; however, the clip became stuck in chordae. The clip was freed through standard troubleshooting. The clip was unable to retract the ntw back into the atria due to the clip kept becoming caught on the leaflets. Therefore the clip was then re-inserted through the medial commissure and was properly placed. The clip was successfully deployed. One clip was implanted, and mr is 4+.there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.